Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced syncope. It was noted that around the time of the symptoms, the device had delivered appropriate anti-tachycardia pacing (atp) and shock therapy that successfully converted the patient's rhythm. This device remains in service. No additional adverse patient effects were reported.